Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # (B)(4). The analysis results found that the ats45 device was received with the firing trigger damaged and with a tr45w cartridge loaded in the device. The returned reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring and the firing trigger are consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. No further functional testing could be performed due to the condition of the firing trigger. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, on the first firing, the device was difficult to fire. The second firing, the device locked out and did not fire at all. The cartridge type is not known. Buttressing was not being used. A second device of the same product code was used to complete the procedure with no further incident. There were no patient consequences reported.